Event description:
The device was deployed and the sutures were not captured properly, the device was abandoned, and a different closure device was used. Perclose device failed mainly due to patient anatomy (5mm femoral that was probably fibrotic) and possible operator error. Device pulled back after footplate opened into position with modest resistance, needles deployed but failed to contact suture, so footplates were not aligned properly on inner surface of vessel, device removed over a wire.======================manufacturer response for perclose proglide 6fr, perclose proglide 6fr (per site reporter).======================rep from abbott will be spending a week at the hospital to observe deployments and for further investigation.